Manufacturer narrative:
Additional information received: received update info about treatment outcome: for MDR update: broken part was removed and tooth was filled without broken part. Opn 14 is now applicable. Since this is the case the 8000-opn-014 applies (broken parts retrieved - no patient's injury) applies to this event and is not reportable. Please disregard the initial report. Correcting this event from reportable to non-reportable after receiving additional information. Since this is the case the 8000-opn-014 applies (broken parts retrieved - no patient's injury) applies to this event and is not reportable. Please disregard the initial report.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803.this event will be reevaluated, as appropriate, if additional information becomes available.

Event description:
In this event it is reported that a r-pilot, 6x, sterile file broke during use. Reportedly, further treatment is necessary. No injury. Further information requested.